Event description:
It was reported that the ventilator displayed a "safety valve inop (inoperable)" message. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. The customer was reported to have tested the ventilator on a test lung for a couple days and was not able to duplicate the alleged malfunction. The customer states the ventilator that the ventilator passed extended self-testing and has been placed back into service.